Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with dexcom reading 60 mg/dl and confirmatory fingerstick 66 mg/dl after recent correction doses following a meal; the user treated with toast and soda, and was advised to take additional oral carbohydrates, after which glucose rose to 72 mg/dl. Symptoms included sweating and feeling low. Outcomes included recovery with oral glucose without need for emergency services or hospitalization. Investigation included triage and troubleshooting with user education on hypoglycemia recognition and treatment. Investigation of this case revealed hypoglycemia with unclear cause, likely related to recent correction dosing after a meal, with no device malfunction reported or observed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.